Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52, lead: implanted: (B)(6) 2002. A 694758 lead implanted, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient came into the clinic due to hearing the device beeping from a triggered lead integrity alert (lia). Oversensing was seen on both the right atrial (ra) lead and the right ventricular (rv) lead. It was also reported that there was one episode where t-wave oversensing (twos) was detected. The sensitivity was decreased for both the ra and rv leads and they both remain in use. No patient complications have been reported as a result of this event.